Manufacturer narrative:
Final analysis found the proximal insulation and all five filars of the proximal coil damaged at 26.8-28.5 cm from the connector pin due to clavicular crush. The fractured ends of the proximal coil filars rubbing together post fracture were the cause of the reported intermittent loss of capture.

Event description:
It was reported that the lead exhibited intermittent loss of capture. The lead was explanted and replaced.